Event description:
It was reported that during service on another unit, the cardiosave intra-aortic balloon pump (iabp) unit was discovered to have a broken fo extender cable. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
It was reported that during the service for (B)(6) the cardiosave intra-aortic balloon pump (iabp) had a fo extender cable is broken. A getinge field service engineer evaluated the unit and found fiber optic extension connector is broken. In order to fix the issue fse replaced fo extender cable. Performed a full pm per manufacture specifications, unit has passed all test and calibrations and is now ready for clinical use. No patient involvement.

Event description:
N/a.